Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in (B)(6) 1991, hernia in 1974, polyp removal and vulvovaginitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location: uterus"), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("lower abdominal pain and cramping, right lower adomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea and abdominal pain lower had not resolved and the device expulsion, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: hsg test was performed. Ultrasound scan vagina - on (B)(6) 2012: appropriate placement of bilateral essures. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (865624) added. Events migration of essure device location: uterus, dyspareunia (painful sexual intercourse) and pain added. On (B)(6) 2018: wrong extraction form attached. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. 855624) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in december 1991, hernia in 1974, polyp removal and vulvovaginitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location: uterus"), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("lower abdominal pain and cramping, right lower adomen pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea and abdominal pain lower had not resolved and the device expulsion, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-jan-2012: hsg test was performed. Ultrasound scan vagina - on 21-jan-2012: appropriate placement of bilateral essures quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and abdominal pain lower ("lower abdominal pain and cramping"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea and genital haemorrhage to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram-on (B)(6) 2012: hsg test was performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.